Event description:
Follow-up indicated that the device was removed.

Manufacturer narrative:
Follow-up indicated that the physician did not believe the reported nausea and vomiting to be related to the device. The patient continued to experience symptoms while the device was off; however, the physician will remove the device.

Manufacturer narrative:
The manufacturing records were reviewed and no issues related to the nature of the complaint were found. The device was not removed.

Event description:
It was reported to nevro that the patient was hospitalized due to nausea and vomiting. Nevro attempted to obtain additional information regarding the nature of the event but was unsuccessful. The stimulation has been turned off and the patient is currently awaiting MRI results and is under medical supervision.